Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.

Event description:
The port had broken down with the entire armadillo having migrated intra abdominally and beads separated. Port detached. Laparoscopy with retrieval of armadillo and all beads. Port removed. System flushed. Port replaced. How noticed: clinic nurse notes - vol check. 2.6ml very brown fluid found. Fluid mixed with lots of debris. Xray performed - leak test was positive with leak from the port/tubing junction.